Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated they came for programming and the young lady had everything set up. Patient stated when they got home on friday they tried to mess with it and they couldn't program it. Patient said they disconnected everything and turned everything up or away because it felt like the therapy was still on and they were still getting shocked without the control or nothing on. Agent reviewed with patient that the handset does not need to be on for the therapy to continue. Pt attempted to connect to the mystim rc application, but the implant did not have enough charge level. Agent walked patient through connecting to the recharger application and patient was able to connect and start charging the implant. Pt will recharge the implant and call back later for further instruction with the mystim. Pt disconnected the call abruptly prior to agent being able to collect additional information.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.